Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro starting activating as soon as it was plugged in. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25140541 and 25140460 for the last 2 lots shipped to the account prior to the event date. There were no ncmr¿s for the last 2 lot numbers shipped to the account. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood and charred tissue was observed on the heater wire. The heater wire was observed to be slightly flexed away from the hot jaw, but remained attached at the base and tip of the hot jaw. The silicon insulation on the hot jaw was cracked, slightly frayed. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. Based on the results of the evaluation, the reported failure mode ¿self-activation or keying¿ was not confirmed but confirmed for analyzed failures "material twisted/bent; wire" and "thermal decomposition of device".

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro starting activating as soon as it was plugged in. A replacement device was used to complete the procedure. The hospital did not report any patient effects.